Event description:
It was reported that patient said they had off and on problems with their therapy for the past week. Patient said that last weekend their therapy cut off automatically and after many times of trying to get connected to their implant, they were better but now it was doing the same thing. Patient also said they felt really bad for 2 days. Patient had been out of town and forgot their external equipment at home. Patient went to get their equipment today and when they hit connect on their handset, they got no device response. Patient mentioned that their implant battery was very low. Agent reviewed with the patient that they needed to charge their implant first and then they could use the communicator to turn their therapy back on. Patient was able to connect to ins with recharger during the call. Patient will continue charging ins and will call back if they need assistance turning therapy back on.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.